Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen was frozen and the customer could not see the menu. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Insulin pump received with all buttons responding properly and no frozen screen or display anomaly observed. No moisture damage on keypad traces noted.